Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the accessory involved with this complaint and completed investigations. Per the customer reported complaint, failure analysis investigation found the cannula was returned with the tube detached from the bowl at the weld between the two components. The cannula could no longer be used. Separation of components was due to a weld failure at the tube and bowl joint. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the weld joint failure could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci cholecystectomy procedure, the trocar portion (tube) separated from head of trocar on the single-site 5 x 300 mm curved cannula, arm2 accessory. The fragment was retrieved and procedure proceeded to finish. Intuitive surgical inc. (Isi) contacted the initial reporter on (B)(6) 2015 and obtained additional information regarding the reported event. The customer indicated that the tube was retrieved laparoscopically during the da vinci surgical procedure. The customer also indicated that no patient harm, adverse outcome, or injury occurred as a result of this incident. The patient has not returned due to post-operative complications as a result of the reported event.